Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is awaiting explant. No patient consequences.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.